Manufacturer narrative:
Correction: section b describe event or problem

Event description:
It was reported by the customer that a bd pyxis medstation es was unable to pull medication because the user had mistakenly taken only one dose instead of five, but user was able to remove the additional vials by workaround of inventory count. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was unable to pull medication because the user had mistakenly taken only one dose instead of five, causing the system to register zero balance. A technical support specialist assisted the nurse who had accidentally removed only one vial instead of five, resolved the issue by guiding a workaround using inventory count, and advised that override could be used if the medication was in the override group to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es was unable to pull medication because the user had mistakenly taken only one dose instead of five, causing the system to register zero balance. However, there were no delay to patient care and adverse events or injuries reported based on this incident.